Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service information was provided.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.